Manufacturer narrative:
This is an initial report. An investigation is in process. Follow up report will be submitted, when the investigation is completed.

Event description:
Customer reported receiving erratic readings in blood glucose tests. Customer received readings of 475 mg/dl, 254 mg/dl and 118 mg/dl within 10 mins. The results, when plotted on a parkes error grid fell into the "c"zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.